Event description:
Customer reported diminished tissue vaporization at 25,260 joules. The case was completed with a second fiber. There was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer initial report indicated diminished tissue vaporization, which is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be charred and drilled through. The fiber cap condition would prevent proper fiber function; the conditions would also result in a diffuse beam and or a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage.